Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was noticed that some of the sealant of a 5f mynxgrip vascular closure device (vcd) was out of the tissue tract. The physician attempted to use the compressor tube to push it back into the skin tract unsuccessfully and then used his finger to wipe the exposed mynx sealant away from the access site. The physician instructed his tech to hold manual pressure to achieve hemostasis. There was no reported patient harm or injury. There was no deviation from the instructions for use (IFU) with regards to storage, prep, and deployment of the device. The device was used after a left lower extremity (lle) angiography and intervention. The device was attempted to be used in the right common femoral artery (cfa), which was accessed via ultrasound guidance. A 6f 11cm non-cordis sheath was used. After properly deploying the mynx sealant and following the final steps to lock the syringe, stabilize the white compressor tube, and deflate the balloon, the physician pulled the mynx balloon out through the compressor tube and finished by then removing the compressor tube from the skin tract. The device, concomitant sheath, and partial sealant will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after pulling the balloon out through the compressor tube, it was noticed that some of the sealant of a 5f mynxgrip vascular closure device (vcd) was out of the tissue tract. The physician attempted to use the compressor tube to push it back into the skin tract unsuccessfully and then used his finger to wipe the exposed mynx sealant away from the access site. The physician instructed his tech to hold manual pressure to achieve hemostasis. There was no reported patient harm or injury. There was no deviation from the instructions for use (IFU) with regards to storage, prep, and deployment of the device. The device was used after a left lower extremity (lle) angiography and intervention. The device was attempted to be used in the right common femoral artery (cfa), which was accessed via ultrasound guidance. A 6f 11cm non-cordis sheath was used. After properly deploying the mynx sealant and following the final steps to lock the syringe, stabilize the white compressor tube, and deflate the balloon, the physician pulled the mynx balloon out through the compressor tube and finished by then removing the compressor tube from the skin tract. A non-sterile ¿mynxgrip tm vascular closure device 5f¿ was returned for investigation. Visual inspection of the returned device showed that the shuttle was not engaged with the black handle, and the stopcock was in the open position. The catheter was fully inserted into an unknown non-cordis procedural sheath. The sealant and the advancer tube were fully deployed and not returned for analysis. No other outstanding details were observed. Per functional analysis, a simulated shuttle advancement was not performed on the device as indicated in the IFU because the unit was returned fully deployed. The reported event of ¿sealant-sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant/advancer tube was not received and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal of the device and no anomalies were noted. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.